Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported during a lap cholecystectomy procedure, the instrument did not transport clips and did not close properly. A new instrument was used to complete the procedure. There was no pt consequence.